Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex artery. The 15mm x 2.50mm nc quantum apex balloon was used for post-dilatation following partial expansion of an unknown stent. The nc quantum apex was inflated several times at 18atms. Due to the stent not expanding enough, the nc quantum apex was inflated to 20atms when the balloon rupture occurred. The procedure was completed with another manufacturers balloon device. No patient complications were reported and the patient's status is good.